Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue multi measurement server x2 indicating a "speaker malfunction error" the device was not in clinical use, and there was no patient harm or death involvement during this issue. The rse spoke with the customer and confirmed the speaker was faulty. There was an agreement for a nemo (non engineering material only) service. The x2 was in the biomedical workshop when the issue occurred, and the device was not configured to communicate to the central station. The rse provide part replacement (ms_x2 assy cbl x2/mp2 speaker assembly-453564238621) to resolve the issue.

Event description:
The customer reported that there was a speaker malfunction error. It is unknown if there was audio confirmed. The device was in use when the issue occurred. There was no injury/harm reported.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Reporter phone # (B)(6). Reporting institution phone # (B)(6).